Event description:
It was reported that the device had a channel error. No patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8300 ch error. Technical support- logic board: informed customer this is most likely due to the logic board. Recommended sending in for repair, emailed fixed level pricing. Customer will send in for repair. A serial number was not provided therefore a review of the device history record cannot be performed. Based on the findings, technical support determined that the proximate cause of the reported issue tech support - informed customer this is most likely due to the logic board the customer¿s reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text: no product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a channel error. No patient involvement.